Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the door did not open. A technical support specialist restarted the cabinet and found that the customer had no cycle count privileges. The customer informed the door latched when clicking on issue button and then again when clicking on retry and required some pulling to get it to open. A technical support specialist advised the customer about a cycle counting a couple of items on the door to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported that the pyxis medbank es system door failed to open,when the user tried to issue vitamin k injection. There were no adverse events or injuries reported based on this event.